Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had been receiving calibration errors, change sensor alerts, and having issues with sensor glucose readings versus blood glucose readings. Blood glucose level at the time of the incident was 49 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial sensor and performed continuity resistance test. The sensor failed per specifications. Unable to confirm the needle anomaly due to customer not returning the needle.